Event description:
The hcp reported the patient presented with signs of an infection of the device pocket. These included fever, pain, tenderness, warmth and an increased white blood cell count of 13.8. A culture of the device pocket was positive for coagulase negative staph. A blood culture was negative. The patient was treated with both IV and oral antibiotics and total device system explant. The infection resolved and the patient experienced no drug withdrawal.